Manufacturer narrative:
During subsequent follow-up with the reporter, additional information was obtained. The reporter stated that no broken piece remained in the patient¿s body. Further clarification revealed that nothing ever fell into the patient's body in the first place. It was further noted that one of the two lot numbers (h123092330, g353083728) provided belongs to the reported product, however, it is unknown which lot number is correct. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
Initial reporter's phone number: (B)(6). The lot/serial number are unknown. Device manufacture date: the device manufacture date is unavailable. As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during an unspecified surgical procedure it was observed that the cutting burr device had broken during use. It was reported that there was no delay in the procedure due to the event. It was not reported if a spare device was available for use. There were no patient or user injuries reported. It was reported there was no medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The lot number was documented as unknown in the initial report. It has been updated as h123092330. The actual device was returned and is currently pending evaluation. Once reliability engineering evaluates the device, a follow-up medwatch will be submitted. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device availability: the device availability was documented as feb 9, 2016 in the follow up report. The device availability has been updated to unknown as the reporter stated that the device will not be returned for evaluation. As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If additional information should become available, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available, a follow-up medwatch will be filed as appropriate. Device manufacture date: the device manufacture date was documented as unknown in the initial report. The device manufacture date has been updated as march 27, 2014. If information is obtained that was not available, a follow-up medwatch will be filed as appropriate.